Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, three years eight months of post-deployment, a computed tomography (CT) abdomen, pelvis, chest was revealed that there was a linear metallic foreign body in the right middle lobe pulmonary artery. This can also be seen on the previous chest x-ray was taken approximately, two years four months before and this may represent an embolized portion of the filter. There was an inferior vena cava filter present which lies just below the renal veins. One of the limbs of the inferior vena cava filter was directed superiorly above the top of the filter. Around, four years and six months later, a computed tomography (CT) abdomen and pelvis was revealed the tip of the filter was eccentrically located along the right anterior margin of the inferior vena cava. The four central anchor legs appear intact and similar in length, extending just beyond the walls of the inferior vena cava in their peripheral portion. There appear to be five intact peripheral legs, including a leg that extends medially into the left renal vein and two lateral legs which extend beyond the wall of the inferior vena cava. There are also two peripheral legs in close proximity to one another along the left medial aspect of the inferior vena cava, possibly extending into a lumbar venous tributary. There appears to be an additional leg that was not clearly attached to the filter tip. There was similar in appearance to prior examination, though appears to have migrated more peripherally and its distal tip was now more laterally situated than on prior examination. It appears that this detached leg transverses the two closely approximated peripheral legs along the left posterior aspect of the inferior vena cava and was possibly held in place by this apposition. The patient experiences abdominal pain. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc), filter limb detachment, material deformation and malposition of the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2011), (device: 2976).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter detached, seven struts perforated into organs and one detached strut retained in lung. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.